Event description:
Ns [normal saline] flush bag hanging on primary, injectafer infusion hanging on secondary. When secondary infusion completed it didn't beep to say complete soon enough. It beeped after air passed through the cassette and alarmed distal air. Unable to then flush the line.